Event description:
It was reported that, during the explant procedure for battery depletion, the setscrew was stuck. Technical services discussed techniques for removal. After multiple attempts with different wrenches, the setscrew remained stuck. The shock impedance was now high and out-of-range. The doctor elected to program the therapy off and leave the device implanted. The patient will be referred to another physician. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during the explant procedure for battery depletion, the setscrew was stuck. Technical services discussed techniques for removal. After multiple attempts with different wrenches, the setscrew remained stuck. The shock impedance was now high and out-of-range. The doctor elected to program the therapy off and leave the device implanted. The patient will be referred to another physician. There were no additional adverse patient effects.